Event description:
It was reported that the right ventricular (rv) lead triggered an alert for out of range high rv defib impedance. Lead trend showed that the impedance had a very gradual increase. The defib impedance limit will be increased. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
(B)(4).